Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial/lot #: unknown, explanted: (B)(6) 2020, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020 rtg0023522 (hcp, rep): information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 1 mg/ml of bupivacaine at 0.357 mg/day and 7 mg/ml of dilaudid at 2.5 mg/day via an implantable pump. On (B)(6) 2020, it was reported that, during a pump replacement due to normal battery eri depletion, the hcp was unable to aspirate drug from the catheter. A back table prime was done. While the physician was evaluating the catheter, it accidentally got kinked, so the catheter was revised. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, explanted: (B)(6) 2020. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the device manufacturer representative indicated that the catheter could not aspirate after the revision because the hcp only replaced a small portion of the pump side. The explanted device was discarded of. No further complications have been reported.